Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one injector and one connector were provided to our quality team for investigation. Functional testing was performed by assembling a liquid-filled syringe to the injector and connector. Liquid was able to move from the syringe through the injector and connector without issue. No leakage was observed between the syringe and the injector nor between the injector and the connector. Products are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information and given no leakage was observed within the samples provided, a definitive root cause cannot be established as this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported leakage event description: chemo leaked out of optima injector, resulting in a loss of dose for the patient, and exposing staff to chemotherapy occurrences: 1 ea. Additional information the patient had chemo spill over their skin. The healthcare professional had to clean this up but did not have direct exposure to their skin. Can you please provide the lot number associated with reported issue? Unknown where did the leak occur? Was it between the luer connection? No. The leak occurred between the junction of the two pieces of the cstd.